Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had respiratory distress with normal flows possibly due to inability to protect airway due to deconditioning or aspiration while on positive pressure ventilation. There was a low flow alarm of 2.0 and a low flow alarm of 0.2. The patient then went into cardiac arrest. It was believed that this arrest was caused by respiratory decompensation patient resuscitation, including cardiopulmonary resuscitation (CPR), blood administration, intubation was performed. Advanced cardiovascular life support (acls) medication was given to the patient. Flows restored. No diagnostic results were available. At time of cardiac arrest, the patient developed bradycardia, further supporting respiratory compromise. Log files were submitted for review and captured low flow events on 05jun2024. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a device related issue. There was no pump issue noted in the log files. The patient passed away due to hypoxia despite intubation and maximal vent settings. The death was not considered to be device related and the device operated as expected. The device would not be returned.

Manufacturer narrative:
B2: outcome corrected. D4: UDI number corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024. A decrease in flow was captured, with corresponding low flow alarms. Flow increased above the alarm threshold by the end of the file. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.